Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " h3 analysis of the returned recharger found (B)(4) for devices that are scrolling and don¿t recover after reset. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a recharger for use with an implantable neurostimulator (ins) for gastrointestinal /pelvic floor therapy. The rep reported that they were working with a new demo recharger that was not associated with a patient and got an error code 2702; the code indicated that the recharger needed to be reset. They tried resetting the recharger (by pressing and holding the power button down) and then the recharger lights were just blinking continuously for the last 24 hours and won't allow for anything to be done. Restart of the device led to it being "bricked". The rep called engineering who instructed them to return it for analysis. The rep clarified that the recharger had powered on, however bricked when they tried to restart it.